Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father of the user reported that about 6 months ago (B)(6) 2021) the user had swelling above the implant site. The user was hospitalized and treated with intervenous antibiotics, which resolved the swelling. However, about a month ago (B)(6) 2022) the swelling reoccurred and the same treatment was provided. On both occasions discharge was seen from the external auditory canal. In addition, the electrode could be seen extruding from the external auditory canal. The doctor intends to explant the left side as soon as the infection is resolved. It is planned to clean up the affected area and perhaps re-implantation in a few months.

Manufacturer narrative:
Conclusion: according to the information received, it is most likely that a device unrelated suppurative ear infection occurred after implantation. This event, in combination with the reported iatrogenic injury of the canal, most likely led to the observed electrode lead exposure and array migration out of cochlea. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No infection at the implant site was reported. No information available points to the implant being the source of the reported issues. Further during device investigation damage to the active electrode causing fatigue wire fractures was found. The extrusion of the electrode might have been a contributing factor to the observed damage. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The father reported that in (B)(6) 2021 the user had swelling above the implant site. The user was hospitalized and treated with intervenous antibiotics, which resolved the swelling. However, in (B)(6) 2022 the swelling reoccurred and the same treatment was provided. On both occasions discharge was seen from the external auditory canal (eac). In addition, the electrode could be seen extruding from the external auditory canal. The audio processor was no longer used after the first occurrence of swelling.